Event description:
A user facility reported an intraocular lens (iol) was exchanged after a capsule rupture was noted. An anterior vitrectomy was performed. The iol was replaced with a lens in the anterior chamber. Add¿l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account to properly complete an investigation. Attempts have been made to obtain add¿l info. A completed questionnaire has not been received.(B)(4).